Event description:
The patient had 2 complete se stents implanted, 1 to the right mid superficial femoral artery (sfa) and 1 to the right proximal sfa (MFR 2953200-2010-00838). The stent deployment was reported to be successful. At 6 month follow up the patient complained of cramping in both calves for the past 4 months. An angiogram was performed and the target vessel was seen to be occluded. Percutaneous intervention was required. Balloon angioplasty and stenting was performed. The treatment was successful. The investigator indicated that the reported event was definitely related to the study stents. Complete se is not approved for use in the united states for sfa indication but is similar to complete se which is approved for biliary/iliac indication.

Manufacturer narrative:
(B) (4). Evaluation, results: occlusion of sfa artery or distal vasculature.

Event description:
Image review: three still images were provided which show a narrowing on the proximal end of the previously deployed stent. The 3rd image appears to show the inflation of a balloon within the proximal end of the stent. The mid portion of the balloon appears to have a waist.

Manufacturer narrative:
(B)(4). (Root cause undetermined - limited information/device not available for evaluation), (device not available for evaluation).